Event description:
Report received from the USA with info stating that the device had an inoperable graphical user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Though requested, no additional info was received.

Manufacturer narrative:
The customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the customer reported issue. The cse updated the software to revision ak. The ventilator passed short self-testing (sst), extended self-testing (est), calibrations, and performance verification testing (pvt). The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should additional info become available, a supplemental report will be submitted. (B)(4).